Event description:
The customer reported a leak at the new injection point. The donor signaled the operator that there was blood on his wrist after disconnection of the needle. Per the customer, the leak was difficult to detect and there was no blood on the paper on which the donor's arm was laying. The nurse checked the kit and detected some dry blood at the injection point. The productof the donation was destroyed. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: per the customer, the doctor at the site tested the kit under air pressure and the leak was revealed by some very small bubbles, a leak very difficult to detect. The disposable set was returned for investigation. Leak was confirmed at the joint between the manifold and port. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the stress marks on the component and the leak observed in the returned part indicate that the root cause is related to a defective part from the vendor that occurred during assembly. Testing has shown that not all components with stress marks result in a leak. Corrective action: terumo bct's staff were made aware of this incident. A 100% inspection and sort of the needle-less access components has been implemented to reduce the occurrence of these leaks. The vendor was also made aware of this incident and actions are in progress to improve the molding process.